Event description:
It was reported that a user of the ilet experienced hyperglycemia after performing a complete supply change with a contact/detach 23" 6 mm infusion set while using a dexcom g7, with blood glucose reaching 367 mg/dl and later trending down to 310 mg/dl before stabilizing around 125 mg/dl after troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included elevated blood glucose requiring troubleshooting but no emergency treatment or hospitalization. Investigation included user contact, troubleshooting guidance, and follow-up to confirm resolution. Investigation of this case revealed no device malfunction identified and no component failure observed, and the event was associated with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.